Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level of 564 mg/dl with moderate ketones; cause was unknown. Customer addressed bg level by delivering a bolus.